Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pre-implantation and leak testing. However, the device did not meet the requirements for pressure-flow and reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was clarified that the device was implanted in (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a valve was explanted on (B)(6) 2018 due to it showing no flow via a manometer during a procedure. The valve's setting was at 2.0 prior to the explant. The patient was initially implanted in a different facility after (B)(6) 2016, but this date remains unconfirmed. There was no known impact or consequence to the patient.